Event description:
It was reported that during use of the pump the "balloon disconnect" and "fill pressure" alarms were signaling. Because of this, the pump was exchanged. There were no associated patient complications.

Manufacturer narrative:
The arrow field service representative investigated this incident. He found the problem to be related to the low pressure regulator. He replaced it and functional tested the pump. It was then returned to service.